Event description:
End user was going into their hotel room's restroom when he claims that the front wheelchair foot caught on a raised bathroom doorwell "lip." The wheelchair stopped suddenly and "jettisoned" claimant out of the wheelchair, claims injury to his left stump (he is an amputee). Paramedics were called and he was transported to a hosp. Claim is that a "seat belt" was not provided with the chair.